Manufacturer narrative:
(B)(4). D4: batch # (B)(6). H6: component code: mechanical(g04). See attached user facility medwatch # 2300530000-2020-8013. Investigation summary: the analysis results showed that one plee60a device was returned with the closing trigger closed and anvil in closed position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t reload loaded in the device. The reload was received partially fired 2/3. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: the surgeon has been using ethicon products for the past 10 years. This case was his 3rd or 4th robotic sleeve and has been performing bypass procedures the last three months. The first firing partially stapled using the robotic stapler. On the second attempt using the robotic stapler, it indicated the tissue was too thick. While using the ethicon device, it got to the end during the firing but would not retract. Manual override would not work to open. There was not enough room to continue with sleeve, so surgeon had to convert to a bypass procedure after device was removed. Gore buttressing was used on both robotic and echelon. The surgeon did the actual firing of echelon. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic gastrectomy the device locked out and was stuck on tissue. It required them to cut it out with tissue in it and convert the case to a bypass. A new device was used to complete the case. The patient is fine.